Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. The physician who performed the procedure is an expert at ercp and has already used the tjf-q190v for several procedures before this occurred. The installation date of the scope was 24feb2020. The scope has no repair history. The customer received the handling of tjf-q190v and maj-2315 letter 15feb2021 and signed the reply form 17feb2021.

Event description:
New information provided by the customer: the indication for the endoscopic retrograde cholangiopancreatography (ercp) was pancreas assessment. The mucosal damage was in the esophagus and was severe. The damaged area was observed with conventional endoscopy (a forward viewing endoscope). There was no tissue found trapped in the cap. The patient was treated with proton pump inhibitor medication (ppi) and diet modifications. The patient had no medical history or anatomical challenges that could have contributed to the injury. The physician does use intermittent suction upon withdrawal of the scope from the duodenum and stomach for the purpose of degassing. There was no abnormality in the appearance of the scope before or after the procedure. The cap was checked after it was attached to the scope and was not cracked. The cap was not cracked after the procedure.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the suspect device reveals: during our investigation olympus did not find any defects or malfunction of the forceps elevator. The reported issue could not be reproduced and the item functions normally. The forceps elevator was not moved without manipulation of forceps elevator lever on the control section. The movement of the elevator was smooth. There is no sharp edge or significant gap between the cap and distal body when the distal cap is attached (an olympus stock cap-not the suspect cap used in the case-it was discarded by the customer). Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the customer, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a disposable distal cap, the patient experienced a mucosal laceration in the esophagus (severely damaged the esophagus). ¿it has happened a few times now¿. The customer additionally reports, we placed the cap entirely in accordance with olympus's instruction. Additional details regarding the patient and reported event, as well as other occasions (¿it has happened a few times now¿) this has occurred have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the tjf-q190v used in the case (this report). Case with patient identifier (B)(6) reports the maj-2315 used in the case.